Event description:
It was reported that the cot tipped while a patient was being unloaded from the ambulance. It was further reported that as the emt pulled the cot out of the ambulance, he believed that the cot had caught the safety hook, but as the cot was pulled out further it did not catch the hook and tipped with patient strapped in place. The emt injured his back trying to catch the cot, and x-rays were taken, however, the results were not reported. The patient received an injured shoulder and complained of intensified pain in his previously injured hip. It was not reported if the patient required additional medical intervention due the alleged injuries related to the to the cot tip. The cot was evaluated and no defect could be found with the unit.